Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system "has leakage in its extension." No report of serious injury or medical intervention.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system "has leakage in its extension." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7083685 was reviewed, no related abnormalities were found. Material number 383336 for lot 7083685 was manufactured on 04/28/2017. According to the sampling plan applied for product performance, this lot was accepted and released. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. However, bd will continue to monitor this issue. No CAPA was opened since this issue could not be confirmed as manufacturing related.